Manufacturer narrative:
(B)(4). Supplemental MDR - luer cracked / damaged / deformed. One sample and one photo were provided to our quality team for investigation. The photo highlights the collar and tip of the barrel, where significant damage was observed at the collar. Additionally, a loose, fully assembled syringe was examined. Beyond the issues shown in the photo, a severe scratch was also observed on the lower part of the barrel, specifically between the 0.8 and 1ml marks. The condition observed is non-conforming per product specification. The potential root cause of the damaged barrel defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3236019. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Event description:
Post investigation findings revealed that the luer cracked / damaged / deformed was actually barrel / flange damaged.

Manufacturer narrative:
(B)(4) follow up report for correction and device evaluation. The event/product problem was incorrect in the initial MDR. Correct event/product problem is barrel / flange damaged. One sample and one photo were provided to our quality team for investigation. The photo highlights the collar and tip of the barrel, where significant damage was observed at the collar. Additionally, a loose, fully assembled syringe was examined. Beyond the issues shown in the photo, a severe scratch was also observed on the lower part of the barrel, specifically between the 0.8 and 1ml marks. The condition observed is non-conforming per product specification. The potential root cause of the damaged barrel defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3236019. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309648, batch#: 3236019. It was reported that the bd syringe 1ml ll bns luer was cracked / damaged / deformed. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Alcon qs ID - (B)(6). Deformed syringe. Part number - 300053686. Lot number - 3236019. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Yes, endopthalmitis, loss of vision 2. Sample available is mentioned as yes, are you able to provide the address of the facility for us to ship the return label? Xxxx if possible, please email the returned label. 3. Kindly provide the date of event. 07/16/2024. Additional information provided: 1. What is meant by "deformed syringe'? Short shot on the luer lock area. 2. Was this failure noted before use or during use? The sample was unused. 3. Please provide details regarding the endophthalmitis. There is not many details but here is what we know: surgery was on the left eye. Surgery was considered a routine cataract surgery. Dr. Brian todd stated endophthalmitis resulted in the patient losing vision in their eye after surgery. 4. Was this the result of using the syringe? They do not indict the syringe, specifically, in their report. This was the only part that was returned from the surgical custom pak. 5. What procedure was performed? The customer description was ¿cataract surgery.¿ 6. Any medical intervention required as a result? N/a ¿ no details provided regarding intervention.